Manufacturer narrative:
The device was returned to olympus for inspection. A root cause cannot be identified. Based on the results of the investigation, the cause of the foreign material in the channel could not be could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of insertion tube is clogged. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was identified, in which a foreign material was found inside the channel. There was no patient involvement.